Event description:
It was reported that during an ankle osteotomy surgical procedure, it was observed that the electric pen drive device operated intermittently. There was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run in forward position but ran intermittently in reverse. Therefore, the reported condition was confirmed. It was determined that there was corrosion on the internal mechanical and electrical components. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.